Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. A high current drain condition was found during device analysis. Hybrid analysis revealed that the cause of the premature battery depletion was leakage current on both the c84 capacitor and the radio frequency module (rfm). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the physician attempted to interrogate the implantable cardioverter defibrillator (ICD) without success, and it was not possible to observe any pacing. The patient experienced bradycardia as a result. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the physician attempted to interrogate the implantable cardioverter defibrillator (ICD) without success, and it was not possible to observe any pacing. The patient experienced bradycardia as a result. The device was explanted and replaced. No patient complications have been reported as a result of this event.